Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0yfej, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that in the past 3 days patient has been leaking bowel, they tried to increase stimulation 1.5 days ago but it has not been effective. It was noted that patient felt stimulation and was no fall or trauma noted with this event. The patient reported the change in therapy/symptoms was noted as sudden. Additional information received five days later indicated that programming change was made. A follow up indicated that leaking bowel has resolved and patient doing great. The indications for use for this patient was gastrointestinal/ pelvic floor. A follow-up report will be sent if additional information becomes available.